Manufacturer narrative:
The initial reported event was received on 2017-05-09. Of note, the reportable serious injury of infection is normally submitted via an alternative summary report that would have been due on (B)(6) 2017. Information was subsequently received on 2017-06-13 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for summary reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred and the implantable pulse generator (ipg) was explanted. Additional information obtained from the clinic provided clarification in that the patient developed abdominal pain and right sided heart failure. A transesophageal echocardiogram was performed and the pacing lead was observed to be tethered to the tricuspid valve. The ipg system was explanted and the heart failure and abdominal pain resolved. The patient developed sepsis, became hypoxic with pneumonia requiring intubation and treatment with pressors. The patient continued to decline and the family made the decision to withdraw support. The patient died one week post explant. The source of the sepsis was requested and not available.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.